Event description:
It was reported that the green cap (pull ring) of an amia automated pd cycler set was "off." This occurred during an unknown process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.